Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to user error. The subsequent treatment is related to the circumstances of the procedure. In this case, per the reported event, the guide wire was not pulled prior to deploying the device nor prior to removal of the device. The wire in place can lead to entanglement of the suture with the wire and the foot. The entangled suture during removal would lead to entrapment and possible vessel damage if removed with force. It should be noted that the prostyle instructions for use (IFU) states, ¿advance the device over the guide wire until the guide wire exit port is just above the skin line. Remove the guide wire before the guide wire exit port crosses the skin line¿. The IFU violation contributed to the event. However, the account reported the error therefore, notification is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device code problem code; 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after an electrophysiology ablation procedure. Reportedly, the prostyle device was stuck in patient with the footplate locked in "up" position. A cutdown was performed to retrieve the prostyle device from the patient anatomy and to achieve hemostasis. No vessel damage was noted. The fellow later claimed that the prostyle device was fired with the wire in place and not removed when the prostyle device was at skin level. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.